Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the blue cannula was returned on the needle assembly. The t2 and a small portion of the suture were returned on the needle above the dimple. The variable depth straw has been trimmed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair with an ultra fast-fix, after the t implants were already secured in the patient, the suture knot of the t2 implant loosened. Both t implants were removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair with an ultra fast-fix, the suture knot of the t2 implant was loosened. It is unknown how the procedure was completed or if there was a surgical delay. No further complications were reported.